Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2016 with the following findings: on investigation, the display screen did not show any evidence of dimness/fading or discoloration. Investigation did not duplicate the complaint. However, unrelated to the original complaint there was visible moisture behind the display lens and inside the battery compartment. A leak test revealed moisture ingress due to a battery compartment leak. The battery compartment was found to be cracked on the side from the threads along the side of the bumper pad and to the case seal. The pump case was also cracked near the top right corner of the display lens with moisture ingress at this site also during leak testing. The keypad was unresponsive on testing. The pump was opened for further investigation and revealed corrosion on the keypad connector and flex, evidence of moisture on the main printed circuit board, the support bracket and the continuous glucose monitoring printed circuit board.